Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported elevated blood glucose due to bent infusion cannulas. Infusion headsets were inserted by hand, and this was first noticed on (B)(6) 2011 when blood glucose elevated to the 400 mg/dl range. No error messages were displayed on the infusion device. Pt removed the headset and noticed the cannula was bent. He inserted a new headset but blood glucose remained elevated. He treated hyperglycemia with injection therapy. Pt was still using the infusion device but believed he was not getting enough insulin due to the ongoing issue of bent infusion cannulas. He experienced bent cannulas with 6-8 infusion sets. The alleged product was discarded and not requested for eval. Pt was sent 2 different types of infusion sets to try. Follow-up was completed with him on (B)(4) 2011. Pt reported "everything is working fine" since starting a new type of infusion set. The pt did not require treatment from a healthcare professional or second party to address the issue.